Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose levels were 363 mg/dl at the time of the call. It was also stated that the customer was nauseous and vomiting. The customer had called earlier to report that the insulin pump was giving an alarm that he could not clear.